Event description:
Per the clinic, the patient experienced a device extrusion. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on september 28, 2023.